Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a blank display. Troubleshooting was performed for the reported event. The display was blank at the time of the call. The ¿insert battery¿ alarm was not displayed on the pump screen after removing the battery. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery and restarting the insulin pump. The customer confirmed that the insulin pump was not bumped, dropped, or recently exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap.the pump passed the displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. Thump software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. Although the adapt tool does list some battery related alarms/alerts, but they don't occur around the event date. The adapt tool lists the following pump errors that could potentially trigger a critical pump error (open book image): pump error 53 (filenumber = 16, linenumber = 450) occurred on (B)(6) 24 @ 06:36:54, on (B)(6) 24 @ 15:37:00, 15:38:55, and on (B)(6) 24 @ 08:07:00, 09:36:11, & 10:27:22; pump error 54 occurred on (B)(6) 24 @ 06:36:54, on (B)(6) 24 @ 15:37:00, and on (B)(6) 24 @ 08:06:59, 09:36:11, & 10:27:22.the case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of a blank display was not confirmed during testing. According to what's stated in the adapt tool, pump error 53 (filenumber = 16, linenumber = 450) and pump error 54 are due to a problem with the motor and/or motor voltage regulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.